Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Rn reported that a peritoneal dialysis patient has reported that dialysis solution was leaking out of the tubing set from the manifold during treatment. The origin of the leak could not be identified. Patient had no adverse effects. Sample was discarded by the patient; sample is not available.